Event description:
It was reported that the monitor has lines on it, affecting image quality. No patient injury was reported.

Manufacturer narrative:
Ge representative evaluated system and could not duplicate reported problem. Rep reseated circuit boards as a precaution.